Event description:
Per the clinic, the patient experienced performance decrement and extrusion of the receiver/stimulator (specific date not reported). Subsequently, the device was explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Per the surgeon, the implant likely was not fully inserted since the initial implantation surgery. Open circuits were noted on multiple electrodes and no auditory sound noted for one electrode. The patient was also treated with IV antibiotics as a prophylactic treatment (specific date and duration not reported). Device analysis report attached.

Manufacturer narrative:
Correction: the previously submitted MDR dated february 25, 2026, is inaccurate. No extrusion occurred.